Manufacturer narrative:
As of this report, the device remains in service. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that this device reached elective replacement near (ern) three months ago, however today the battery indicator shows 1.5 years remaining. The nurse called questioning the difference. Technical services explained how the battery indicator rounds up so if the battery readings are close to ern, there may be times where the device would indicate ern and other times, 1.5 years. The nurse stated she would discuss follow-ups and timing with the patient.